Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that she had low blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer has treated with food. The patient was experiencing low blood glucose for 6 months. The customer was unable to troubleshoot because she doesn't have the insulin pump. The customer was advised to call us in order to troubleshoot. The customer also reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer was unable to troubleshoot because she doesn't have the insulin pump. The customer was advised to call back in order to troubleshoot. The customer reported via phone call that she had excessive no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer reported the alarm was resolved by a complete set change. The customer was advised to call when the alarm occurs in order to troubleshoot.